Event description:
No sample or picture available for analysis. Therefore, the customer complaint cannot be confirmed. Root cause could not be determined. The most probable root cause could be related to 1) manufacturing assembly error. Mishandling of the luer at the manufacturing facility that caused the breakage during the assembly process of this component, 2) poor handling or excess of force by the end user may have caused the luer valve to break causing the leaks observed by the customer. Current controls related to this defect are 1) manufacturing 100% leak test with 22.5 psi for approximately 5 seconds, 2) quality visual inspection and 3) quality underwater leak test with 22.5 psi for 10 seconds. A batch review could not be performed as the affected lot was not provided by the customer

Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported: when connecting a chemolock ICU medical cl3935 onto the secondary port of the ivenix pump tubing set001325 they have had several instances where the tubing cracks and breaks off just below the blue hub on the secondary port at the top of the cassette. This has happened at least 4 times in the past 2 months. They do not have the faulty sets and have been instructed to save tubing and packaging with lot numbers in the future. These incidents are not isolated to any particular pump or infusion. Waiting for confirmation of patient harm. Customer confirmed no patient harm. A preliminary review of the logs identified the following issue: adminstration set breaks (any part). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.